Event description:
The customer reported via phone call that she experienced high blood glucose levels. She did not see insulin exit. Insulin was not being delivered when she bolused. Customer's blood glucose level was 400 mg/dl. She was feeling nauseous and had abdominal pain. Her blood glucose level continued to rise after delivering a bolus. The customer treated her high blood glucose with manual shots. The insulin pump alarmed low reservoir. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.